Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
In 2009, patient with a pacemaker was implanted with a scs system' for bilateral foot pain. The lead insertion site was placed at t12 - l1 due to the severe bend of the patient's scoliosis back. One week later, patient went to the ER complaining of chest pain. An x-ray showed that the leads had migrated to t4-t6 from their original placement at t10. It was determined that the patient was feeling the scs stimulation in her chest due to the migrated leads. It was reported that the physician plans to send patient to neurosurgeon for lead revision.